Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Surgeon reports occasional issues with decentered ablations over the past yrs. Surgeon requested alcon territory mgr to review a case, by way of system logfile review, for a pt treated on (B)(6) 2009. Case logfile review by territory mgr found no issues. Surgeon sent pt info, for one right eye treated on (B)(6) 2009, with the reported concern of a decentered ablation.